Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system would not disengage; it remained on continuously. The device was unplugged, removed, and another vasoview hemopro device was used to complete the case. The hospital reported no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that jaws of the hemopro were charred and slightly burnt. The jaws showed signs of clinical usage. There was slight evidence of blood on the device. Resistance measurements were out of specification. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not perform according to specifications during several device activations. Based upon the visual observations and the functional test, the reported complaint was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. Internal file number - (B)(4).